Event description:
During review of the pump's event history, baxter (B)(4) discovered a colleague infusion pump experienced a battery depleted alarm, which interrupted delivery. There was no report of patient injury, medical intervention necessary, or adverse reaction in association with this event. No additional information is available. The user interface module software version of this pump is currently unknown.

Manufacturer narrative:
(B)(4). This device is manufactured for distribution outside of the united states (us); therefore, it does not contain a us 510k number. However, this MDR is being submitted because it is the same as or similar to a product distributed within the us. The device is currently in the process of being evaluated at the facility by a baxter field service technician. A follow-up report will be filed upon completion of the evaluation or if any additional details become available.

Manufacturer narrative:
(B)(4). Evaluation summary: the condition of a colleague infusion pump that experienced a battery depleted alarm was confirmed by baxter personnel in the pump?s event history. This condition was caused by depleted main batteries. The main batteries and battery harness were replaced onsite at the facility by a baxter field service technician to correct this condition. This device is an unremediated colleague pump with a user interface module software version of 5.06.00. Similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4).